Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, while connecting the port stem to the catheter, the catheter lock was allegedly slipped. It was further reported that the catheter was allegedly cracked in the short axis direction. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, while connecting the port stem to the catheter, the catheter lock was allegedly slipped. It was further reported that the catheter was allegedly cracked in the short axis direction. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port, one introducer needle, one cath-lock, one fully peeled 8.0fr peel-apart sheath, one vessel dilator, one vein pick, one syringe, one straight-angle non-coring needle, one right-angle non-coring needle, one j-tip guidewire loaded in a guidewire hoop, one cath-lock, one catheter stylet, one unsealed safety infusion set and one groshong catheter in three segments; one cath-lock was loaded to one catheter segment were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. The groshong catheter was received in three segments. The second catheter segment measured approximately 1.1cm in length and a split was noted approximately 0.7cm from the proximal end of the catheter segment. Upon infusion, a leak from the split was observed while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful as only air returned to the in-house syringe attached. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported detachment issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 09/2024), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.